Event description:
Per the clinic report, the patient experienced swelling and pain at the implant site, resulting in an inability to wear the external device. The patient was subsequently treated with an injectable steroid (specific date and duration not reported); however, the symptoms did not fully resolve and only temporary relief was achieved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.